Manufacturer narrative:
The insulin pump passed the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the d device accuracy test at 0.08715 inches. The pump was programmed with a test guardian 2 link and a test transmitter. The insulin pump communicated with glucose sensor simulator and displayed the calibrate your sensor alarm properly after completion of the warm up. The insulin pump displayed the programmed value (100 mg/dl) properly on the display graph. The pump was also programmed with test glucose meter. Insulin pump communicated properly and recorded the 102 mg/dl value properly from glucose meter. The insulin pump was programmed with multiple boluses and monitored. All boluses delivered properly and were listed in the daily history screen. The insulin pump then was programmed with multiple basal profiles and monitored. All basal profiles delivered their indicated amounts and were verified in the daily and summary history screens. The units left at the pump display matched properly the units left at test reservoir. No delivery anomaly, bolus anomaly or basal anomaly noted during testing. The insulin pump alarmed power error detected during testing. The power management tool indicated abnormal behavior of the lithium backup battery loaded vlith voltage as shown on the power management graph and confirmed power error detected, low battery and power loss alarms due to connector resistance j6 /pcb 1. After disconnecting and reconnecting the internal battery connector on j6/pcb 1, the pump was monitored and functioned properly. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that their insulin pump alarmed replace battery now alarm without prior low battery alarm and also had under delivery. The customer¿s blood glucose level was 376 mg/dl at the time of the incident. Customer stated that they are also having a problem with the insulin pump not delivering the insulin properly. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.